Manufacturer narrative:
A ge svc rep performed an on site investigation. The smart switch printed circuit board was replaced. The sys was tested and operates as intended.

Event description:
The customer reported that at the end of a case the 9800 sys produced a burning smell and the images disappeared. No pt injury was reported.